Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented with hardware related back-up vvi mode noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.